Event description:
Approximately four weeks following procedure performed by dr. The patient experienced postoperative complications. The reported complications included anemia, bleeding and infection and resulted in patient death. No device malfunction was reported. No additional details were available at the time of this report.